Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but it was not returned. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the coronary artery. A 3.50 x 20 mm trek rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc would not inflate or deflate properly. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.